Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient may be having a pet scan or CT scan due to having diverticulitis which was causing them so much pain. The patient reported she had diverticulitis prior to getting the device implanted, however hadn't had it in two years, and all of a sudden she had two episodes of it. The patient noted when she went off antibiotics it lasted for a week and then came back again. The patient stated she anticipated that she may have to have surgery for diverticulitis to remove part of her intestine. The patient noted she had an episode 3 weeks prior to the call and had it again at the time of the call. There were no further complications that have been reported as a result of this event.